Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that had discomfort on his back from the incision site. It was noted patient was educated on stimulation to resolve the issue. Information reported a day later by patient¿s daughter stating that when increased stim, to over 4.9 and it felt like burning, she lowered it down to 4.9 and he felt comfortable. They went over stimulation. Additional information reported two days later indicated that patient daughter changed the program from program 1 to program 2. Program 1 had a warmth at 2.1 and then started to feel hot sensation from stim at 5.6 that was why the change took place. Patient was uncomfortable from the warm feeling. Patient did not have that anymore though. Patient felt that there was more urine output in the bag before the plugging started. Patient was unsure if this was good or bad. Patient was only having the catheter bag plugged for 4 hours at a time as patient has retention. It was later reported that patient had a burning sensation at the end of the penis area. Patient felt that it was from not being able to urinate for so long on his own. Patient was going to speak with their doctor. Patient¿s daughter reported a day later that she was not seeing improvement and thinks the lead moved. It later reported that patient suffers from hemorrhoids and was on blood thinners. The patient urinated a piece of tissue possibly from his bag that he thought was a blood clot. According to daughter (caretaker) it was not a blood clot. Additional information reported that patient was retaining more. Patient drained only 150 ml earlier today and did not have the urge. She stated he was taking something for bacteria, she increased stim, it burned, she put it back down, patient was now at 2.7. She was going to flush the line. She thought he had a blood clot, but it was tissue. No improvement, output was worse than before. Additional information reported 2 days later indicated that patient has diarrhea and that his urine was a funny color. Patient was also confused but could void on his own 75 voids. The issues reported were not resolved at the time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.